Event description:
During outreach questions the customer reported that she did required emergency medical assistance due to diabetes issues and was having problems with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.